Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the home screen did not appear on the display of insulin pump. Customer stated insulin pump was exposed to moisture. Customer stated that insulin pump got wet and gave a battery failed alarm. Customer stated that they noticed battery area was wet, cleaned it and put a new battery in and now the medtronic symbol was on screen but did not change. Customer stated o-ring was in place and it was free of debris. Customer states battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unable to verify missing segments or partial display and failed battery alarm due to blank display noted.